Event description:
While doing laparoscopic surgery, fulgerating with a snowden-pencer instrument, burn occurred on uterus. Upon examination of disposable scissor tip, insulator was found to be faulty.